Event description:
As the physician was removing the device, it became stuck within the microcatheter. During the manipulation to remove the device, approximately 6-8cm of the guidewire distal segment broke off in the middle cerebral artery (mca). As the physician was attempting to remove the broken fragment of the guidewire using a snare, the guidewire perforated the mca vessel. The broken distal piece of the wire remained in the mca. No further information was provided.

Manufacturer narrative:
(B)(4).additional information was received from the facility that during preparation the distal tip of the guidewire was shaped. Continuous flush was maintained. The anatomy was relatively straightforward.

Event description:
As the physician was removing the device, it became stuck within the microcatheter. During the manipulation to remove the device, approximately 6-8cm of the guidewire distal segment broke off in the middle cerebral artery (mca). As the physician was attempting to remove the broken fragment of the guidewire using a snare, the guidewire perforated the mca vessel. The broken distal piece of the wire remained in the mca. No further information was provided.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. A 128cm length section of the guidewire was returned, approximately 77cm of the wire was not provided. Visual inspection of the returned device found that both sites of the returned section were fractured. Further investigation of the fractured sites using scanning electron microscopy (sem) found that the distal fracture surface presented with smeared material and elongated dimple ruptures in a twist/torsional direction. The proximal fracture surface exhibited evidence of the action of two opposite forces with presence of smeared material and elongated dimple ruptures in one direction typical of a tear/shear overload and evidence of mechanical cut marks. No material anomalies were found. The distal tip fracture occurred due to a torsional overload. The proximal fracture occurred due to a mechanical cut. Based on the investigation results and the information provided, there was no indication that the device was not used as in accordance with the labeling. The most likely event is that the device manipulation and torquing in an effort to remove the device resulted in the distal tip fracture due to a torsional overload. Therefore, a root cause related to operational context has been assigned to this event as procedural/anatomical factors encountered during the procedure limited the performance of the device, which met all required specifications. However, it is difficult to determine the mechanical cut reported on the proximal fracture surface of the wire.